Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer experienced an elevated blood glucose (bg) level of "high" mg/dl. Customer administered a correction bolus via the pump. Reportedly, the customer replaced the cartridge and continued insulin therapy.